Event description:
It was reported that during a horizontal stabilization of the ac joint the peek tip is screwed on or fixed too tightly on the 3.9 peek swivelock device. When inserting the device as usual, the screw was pushed forward and fixed. With the device, the suture also wound up due to the stiff tip and it wound up with every turn of the thread. The surgeon then switched over from the 3.9 sl to the 3.5 sl. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.